Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump; however, the malfunction recurred. Technical support arranged for a replacement pump, and the customer was informed about programming their settings and connecting their continuous glucose monitor to the new device. The original pump was to be returned to tandem, with instructions provided for the return process.